Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was placed in the bile duct of a patient during an endoscopic biliary drainage procedure. The exact implant date was not reported, however, the stent was reported to have been indwell for approximately one month. According to the complainant, on (B)(6) 2020 the advanix pancreatic stent was noted to have migrated out of the bile duct, causing a perforation of the colon. The patient required additional open surgery to treat the perforation. The migrated stent was explanted from the patient and the patient's condition at the conclusion of the surgery was reported to be stable.